Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were doing physical therapy and their therapist put a tens unit on them. Patient said when the therapist first put the tens electrodes on, they put the electrodes in the wrong spot and the current sent all kinds of electronic signals right through the patient's body so the therapist moved the electrodes over and that resolved the issue. Patient asked if it was safe to continue doing tens units. Agent reviewed guidelines for tens and redirected patient to their healthcare provider to further address the issue. During call patient was able to connect with therapy therapy like normal, therapy was on.